Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip opening when locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was deployed. The second clip delivery system (B)(4) was advanced to the mitral valve. During the deployment sequence, while testing the final arm angle (faa), the clip partially opened. The clip was closed and the faa was tested again, and the clip remained closed. The clip was deployed. A 3rd cds was advanced to the mitral valve; however, the pressure gradient increased from 4mmhg to 10mmhg while grasping; therefore, the third clip was not implanted. The cds was removed and the pressure gradient returned to 4. Two clips were implanted, reducing the mr to 3-4+. There were no adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated; however, the clip was not returned as it remains in the patient, deployed; therefore, the reported mechanical issue (clip opened when locked) could not be tested. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a definitive cause for the mechanical issue of clip open while locked. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.